Manufacturer narrative:
Root cause: the root cause was unable to be determined due to inconsistencies with the lot number reported, and the product specified in the complaint. It is possible the wrong product was ordered, but this is unable to be confirmed due to the lack of a sample available for review. Corrective action: due to the investigation findings, a corrective action has not been taken. Investigation summary: an internal complaint ((B)(4)) was received indicating that a neonatal temperature probe cover (hnicu-05) was falling off of the patient's skin, causing irregular temperature readings. A sample was not available for return. The affected lot number was reported as 51995976. The complaint investigator reviewed the reported lot number and found that the part number associated with this lot was hnicu-03, not hnicu-05. Hnicu-03 contains a hydrogel adhesive whereas the reported part, hnicu-05, contains an acrylic adhesive. From august 2019 to present, deroyal has sold (B)(4) units of hnicu-05 and received only 1 complaint for this product, which equates to a complaint-to-sales ratio of (B)(4). Deroyal will continue to monitor post-market feedback. The investigation is complete at this time. If any new or critical information is received, this report will be updated.

Event description:
The temperature probe cover does not fit well on infant's skin. It easily falls off, and does not regulate temperature appropriately, which causes infants to run hot or cold.